Event description:
Optician examined the pt and noted a central ulcer in the right eye. The pt was referred to the eye hosp, where he was diagnosed with acanthamoeba keratitis in the right eye. Culture results are unknown.